Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537456m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a perforation of the left atrium was noticed when the patient¿s blood pressure dropped. The cardiac perforation was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 1000 cc of fluid was removed and the 1000 cc of fluid was readministered to the patient via the groin. The patient was reported to be in stable condition and no surgical intervention was needed at the time of the call. However, the next day the patient had to have surgical intervention to fix the hole. In addition, the patient got an infection because of intubation reasons. Patient was reported as improved. The patient required extended hospitalization because of the adverse event. Physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. He was close to the left atrial appendage. This adverse event was discovered during use of biosense webster products. Transseptal puncture was performed with a baylis nrg transseptal needle and abt sl1 sheath. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event and the flow setting was normal (8ml). Correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster, inc. Equipment during the procedure. Force visualization features used were graph, dashboard, vector, visitag with the visitag module default surpoint parameters, 3mm size, no other filter, force 8g-10g.